Manufacturer narrative:
(B)(4) e1 initial reporter information - correction. G2 report source - correction. H2 correction.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that a failed sensor after warm up occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient was asleep and reported that the sensor failed and she might have missed the alert. When she woke up, she checked a finger stick reading and her bg was 586 mg/dl. She experienced muscle contractions and was nauseated. She self-treated with 10 units of insulin and was further treated with unspecified insulin and magnesium at the hospital. At the time of the report, the patient was doing fine. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.